Event description:
It was reported that the customer received an unexpected restart alarm. Customer's blood glucose levels at the time 151mg/dl. The customer also reported differences in their sensor glucose readings versus their blood glucose readings. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.